Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a volume error warning alarm during fill 1 of 4 of treatment. The patient contact confirmed that the patient performed a last fill of 2000 ml during the previous treatment, then a manual exchange the next day which emptied the previous fill volume and refilled with another 2000 ml prior to this treatment event. A review of the patient¿s treatment records identified that the patient drained 4659 ml during drain 0 of the treatment. This drain volume is 233% the patient's prescribed fill volume of 2000 ml. The daytime exchange setting was entered as no. As a result of the iipv event, the technical support representative advised the patient to re-setup with new supplies. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the patient stated being able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient reported that there were no complications during the last fill or daytime exchange prior to the treatment on (B)(6) 2021.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a volume error warning alarm during fill 1 of 4 of treatment. The patient contact confirmed that the patient performed a last fill of 2000 ml during the previous treatment, then a manual exchange the next day which emptied the previous fill volume and refilled with another 2000 ml prior to this treatment event. A review of the patient¿s treatment records identified that the patient drained 4659 ml during drain 0 of the treatment. This drain volume is (B)(6) the patient's prescribed fill volume of 2000 ml. The daytime exchange setting was entered as no. As a result of the iipv event, the technical support representative advised the patient to re-setup with new supplies. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the patient stated being able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient reported that there were no complications during the last fill or daytime exchange prior to the treatment on (B)(6) 2021.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.